Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately low compared to his doctor's meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012. According to the csr's documentation, prior to the start of the reported meter issue the patient reportedly was experiencing nausea and had gastroparesis and an open wound on his leg. On (B)(6) 2012, at 3pm, the patient reportedly received a blood transfusion and approximately an hour later the patient reportedly obtained a laboratory blood glucose reading of "312mg/dl." On an unspecified date/time the patient reportedly obtained a blood glucose reading of "192mg/dl" with the subject meter and "288mg/dl" with the doctor's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly manages his diabetes with insulin (via insulin pump); however, the patient denied taking any action in response to the reported meter issue. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was also no evidence that the patient received any treatment for an acute complication for diabetes after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.